Manufacturer narrative:
The investigation determined that higher than expected vitros b-hcg ii results were obtained when a non-vitros (biorad) qc was tested using vitros b-hcg ii lot 3800 on a vitros 5600 integrated system. The most likely cause of the event were suboptimal calibrations from which the higher than expected vitros b-hcg ii results were obtained. The cause of the suboptimal calibrations was not established. However, the customer was not using a fixed pipette as recommended to reconstitute the vitros b-hcg ii calibrators for two calibration events on 07 november 2023. The customer performed a recalibration of vitros b-hcg ii lot 3800 on the instrument on 08 november 2023 using a new set of calibrators reconstituted using a fixed pipette and the calibration responses were closer than fitted compared to the calibrations performed on 07 november 2023. Vitros b-hcg ii lot 3800 results from biorad qc testing since the recalibration on 08 november 2023 were acceptable. Historical vitros b-hcg ii lot 3800 results from biorad qcs indicated acceptable reagent performance and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 3800.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros b-hcg ii results were obtained when a non-vitros (biorad) qc was tested using vitros b-hcg ii lot 3800 on a vitros 5600 integrated system. Biorad lot 85441 results of 11.13, 11.71 and 12.62 miu/ml versus the expected result of 5.50 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros b-hcg ii results were obtained when the customer was processing a non-patient fluid. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604276.